Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a gastroscopy procedure performed in 2009. According to the complainant, while attempting to take a biopsy sample, the nurse noticed that one of the pull wires was broken. The physician removed the endoscope along with device in tandem. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. The patient's condition at the conclusion of the procedure was reported to be normal. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.